Manufacturer narrative:
(B)(4). Approximate age of device ¿ 27 days. A correlation between the device and the reported event could not be conclusively determined. Neurological dysfunction is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6). It was reported that on (B)(6), the patient was noted to have an onset of confusion, and questionable suicidal ideation as he attempted to unplug the system controller. A CT scan of the head was negative for acute infarct. The nurse practioner noted on (B)(6) that the patient was unable to be left alone with the lvad due to accidental disconnect by the patient, as he was proven to be forgetful at times. A psychological consult on (B)(6) showed the patient denied feeling depressed or suicidal, wants to live, with no evidence of psychosis. Per the psychological evaluation, presentation with flat affect, sluggishness, and slow reactivity may be related to stroke. No further information was provided.